Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Additional information indicated that the signs of infection started a couple of weeks after the implant. The patient was admitted for infection control without explanting the device. After discharge, the patient continued outpatient treatment with oral antibiotics. However, the infection reoccurred, and redness was observed. There were no additional adverse patient effects reported. This s-ICD was explanted.